Manufacturer narrative:
Event year and exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that staff have indicated a double drill sleeve from their small frag set is bent and the drill bit will no longer properly glide through the sleeve. Item has been discarded. No patient issues and no surgical delay as this did not occur intra-op. No further information is available. This complaint involves two (2) devices. This report is for (1) 3.5mm/2.5mm double drill sleeve this is report 1 of 1 (B)(4).